Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event(s) was identified which occurred during the therapy initiated on (B)(6) 2013 at 00:52:49. During night drain cycle five, the patient's ultrafiltration reading was 388ml, indicating the home patient (hp) drained 388ml more than their maximum programmed fill volume of 500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an increase intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause was determined to be an inappropriate bypass of the low drain volume (ldv) alarm not including the initial drain. Homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass low drain volume (ldv) alarm. The warning states "bypassing a low drain volume alarm can leave fluid in the peritoneal cavity and result in an increased intraperitoneal volume (iipv) situation." A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.